Event description:
On 08/01/2024, it was reported by a sales representative via phone that an ar-3780sp knee fibertak® buttons stitches broke. This occurred during a quad tendon repair on (B)(6) 2024 when they were shuttling the tapes the stitches broke. All fragments were retrieved from the patient. The case was completed using an ar-2324pslc swivelock. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported via email by a sales representative that an ar-3710 knee fibertak drill kit was used to prepare the bone prior to insertion of the anchor and that the bone quality was good.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.